Manufacturer narrative:
Manufacturers investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-015828, could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25mar2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had passed away on (B)(6) 2021. The patients family stated that the patient had been found in his home, deceased, and had been there for some time. The cause of death was unknown, and it was unable to be determined if the patients outcome had been device related. The device had reportedly operated as intended and there were no known device issues or malfunctions.